Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend (vse) instrument did not sufficiently complete a seal to the pedicle, causing bleeding. The instrument was inspected before use and no unusual findings were observed. The vse instrument was used for sealing and cutting for about 30-45 minutes before the issue occurred. There were no errors encountered during the event. The jaws of the vse instrument did not come into contact with any liquids, biological debris, clips, sutures, staples, or other metallic objects. The bleeding was controlled by cautery. The procedure was delayed for 15-30 minutes and it was completed robotically. There was no unusual or unexpected bleeding. The patient did not require a blood transfusion or an extended hospital stay. The patient is currently discharged home without complications.